Manufacturer narrative:
Initial reporter address 1:(B)(6). (B)(4). The returned trapezoid rx basket together with the detached internal wire and handle cannula was analyzed, and a visual evaluation noted the handle cannula was detached and was separated from the internal wires. The working length was also noted to be bent. Microscope inspection revealed that the handle cannula has drag marks of the fastening screws. The side car-rx was smashed at the distal end. A dimensional inspection found the sidecar rx was pushed back more than 0.5 mm, which is out of specification. The reported event was not confirmed. Based on all available information, it is possible that manipulation, technique used, tortuous anatomy, or patient's anatomical condition could have affected the functionality of the device at the time of the procedure causing the adverse event. Therefore, the most probable root cause for the problems discovered during analysis is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a bile duct stone removal procedure performed on (B)(6) 2022. During procedure, the sheath was separated from the wire of the device, the procedure was completed using the original trapezoid rx basket. There were no patient complications as a result of this event. Investigation results revealed that the side car rx was pushed back; therefore, this is now an MDR reportable event.